Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). The technician in charge addressed the failure back to the yellow plug of the cardioplegia valve block which was loose leading to the reported leak. A review of the DHR could not identify any deviations or nonconformities relevant to the issue. Corrective actions are in progress for this issue.

Event description:
Livanova (B)(4) received a report that a heater-cooler system 3t was leaking water from the cardioplegia side. This issue was identified by a livanova field service representative during maintenance. There was no patient involvement.